Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise which was oversensed. The rv lead was explanted and replaced. The lead was found to be fractured which was suspected to be due to a clavicular crush. No additional adverse patient effects were reported.